Event description:
It was reported that approximately 2 months post-implant of a bifurcated device and a suprarenal aortic extension, a suspected endoleak was confirmed, distal to the bifurcated device. Reportedly, at initial implantation, it looked as though the patient may have had a distal endoleak; however, the physician was unsure and decided to monitor the patient. Follow up computed tomography scan confirmed the distal endoleak. The patient was brought back and the physician treated the endoleak implanting a limb extension. The leak was sealed without incident and the patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible and a cause could not be determined. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office - corrected.